Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Event description continued: it is felt that the bleeding from the original site of the rv lead was due to the patient's platelet count being low and coaguable state. Therefore the patient was started on coumadin due to possible left ventricular (lv) thrombus. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was reported from the prompt study that the patient experienced a perforation due to the right ventricular (rv) lead. During implant the lead was anchored, but based on thresholds it was determined that the lead needed to be repositioned. The lead was successfully repositioned; however subject became hypertensive. An echo was performed with evidence of cardiac tamponade. The patient was transferred to the critical care unit. The patient became hypertensive two other times during the night and was given medications. The device was checked the following morning with good thresholds and it was felt that the rv lead was in a good position and working well. Event description continued in narrative.